Event description:
This unsolicited case from (B)(6) was received on 27- apr-2018 from the physician (surgeon). This case involves a (B)(6) years old male patient who started treatment with seprafilm and after 3 days had intestinal obstruction below the incisional wound. No medical history, concomitant medications past drugs and concurrent conditions were provided. On (B)(6) 2018, hartmann's pouch procedure was performed for rectal cancer, and 1 sheet of seprafilm (route, form, frequency and indication: not provided) was applied below the midline incision wound without using sepralap. On (B)(6) 2018, mild intestinal obstruction developed below the incisional wound (the onset site seemed obvious to be the application site of seprafilm). On (B)(6) 2018, the intestinal obstruction resolved. Corrective treatment: not reported. Outcome: recovered. Seriousness criteria: important medical event. Diagnosis: intestinal obstruction below the incisional wound. Reporting surgeon's causality assessment: probable. Reporting surgeon's comment: the patient's risk factor (diabetes mellitus) was considered to be an alternative explanation for the intestinal obstruction. Pharmacovigilance comment: sanofi company comment dated: 27-apr-2017: this case concerns a patient who experienced intestinal obstruction after treatment with seprafilm. Based on the information available, the causative role of seprafilm for the occurence of the event of intestinal obstruction cannot be denied completely, but information regarding medical history, indication , concurrent conditions and risk factors will aid in further assessment of this case.

Event description:
Ileus [ileus], subcutaneous wound infection [wound infection] , depressed artificial anus [anal injury]. Case narrative: initial information received on 27-apr-2018 regarding an unsolicited valid serious case received from (B)(6) lsa-pcp under reference (B)(4) on 06-jun-2018 and transmitted to sanofi. This case involves a 67 years old male patient who experienced ileus, subcutaneous wound infection and depressed artificial anus, while he was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included lumbar spinal stenosis and colostomy on 22-mar-2018. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing non-tobacco user. Concomitant medications included brotizolam (brotizolam) for product used for unknown indication; omeprazole (omeprazole) for product used for unknown indication; cefmetazole sodium (cefmetazole sodium) for post procedural infection; and flurbiprofen axetil (ropion) for product used for unknown indication. On (B)(6) 2018, hartmann's pouch procedure was performed for rectal cancer, and 1 sheet of seprafilm (route, form, frequency and indication: not provided) was applied below the midline incision wound without using sepralap. Concomitantly used medical equipment after surgery: closed drain. On (B)(6) 2018, subcutaneous wound infection developed. On (B)(6) 2018, depressed artificial anus developed. (Depressed artificial anus developed due to colitis ischaemic after surgery). On (B)(6) 2018, ileus developed below the incisional wound (the onset site seemed obvious to be the application site of seprafilm). The symptoms of ileus had developed a few days ago, and it was confirmed by CT. On (B)(6) 2018, re-operation was performed because intestinal obstruction did not improve and depressed artificial anus occurred. During surgery, adhesion of the small intestine to the right abdominal wall was observed, and was considered as the cause of the ileus. An artificial anus was made on the right side. The events depressed artificial anus and the ileus resolved. On (B)(6) 2018, after the re-operation, no symptoms of ileus appeared and there were no problems with the artificial anus. The patient was discharged from the hospital. The subcutaneous wound infection resolved. Action taken with seprafilm was not applicable. Before surgery underlying disease: cancer of sigmoid colon. During surgery: application of seprafilm; infection at the application site: none. Direct application to the anastomosis site: none. Status of the application: good. Pre-existing adhesion: none. Detachment: none. Anastomosis of the excision site: excision site: presence (site: sigmoid colon) pre-existing non-purulent inflammation: none. Pre-existing infection: none. Method of anastomosis of the excision site: machine. Condition of the surgical field: antiseptic (clean-contaminated) surgery (clean). Suture of the wound of the laparotomy: wound of the laparotomy: length of the wound : 15 cm, layer of the suture: triple layer method of the suture of the first layer (peritoneum): continuous, suture: absorbable/mono, name (monodiox). Method of skin suture: skin stapler. Pre-existing purulent inflammation: none. Pre-existing infection: none. After surgery: other concomitantly used medical equipment: presence, placed on (B)(6) 2018 (removed on (B)(6) 2018), closed drain condition of drainage of fluid immediately after the placement: good. At the onset of the adverse event: condition at the confirmation on (B)(6) 2018 (already removed). "Examinations/treatment for the adverse event" bacterial culture: not performed. Laboratory tests related to infection/inflammation: performed. Date of examination: (B)(6) 2018. White blood cell count: 14180/mm3. Crp:0.9mg/dl. Tissue examination when foreign body response was diagnosed: none. Prolongation of hospitalization: presence. Re-hospitalization for treatment: none. Re-laparotomy: presence, date: (B)(6) 2018 condition of seprafilm: it was completely absorbed into the body. Removal of seprafilm: it could not be removed. Other measures: none. After re-laparotomy, did the adverse event improve?: markedly improved. The patient developed an event of a serious ileus 19 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 55 days). The patient developed an event of a serious subcutaneous wound infection (wound infection) 6 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. The patient developed an event of a serious depressed artificial anus (anal injury) 13 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 55 days). Relevant laboratory test results included: c-reactive protein - on (B)(6) 2018: 0.9 mg/dl. Carbohydrate antigen 125 - on (B)(6) 2018: 14180 /mm3. Final diagnosis was subcutaneous wound infection, depressed artificial anus and ileus. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on (B)(6) 2018 for ileus, as recovered / resolved on (B)(6) 2018 for subcutaneous wound infection and as recovered / resolved on (B)(6) 2018 for depressed artificial anus. Reporting surgeon's comment: the patient's risk factor (diabetes mellitus) was considered to be an alternative explanation for the intestinal obstruction. Reporter comment: at the time of re-laparotomy, obvious adhesion of the small intestine to the abdominal wall observed. The adhesion was the cause of ileus, and occurred at the site where seprafilm had been applied. Causal relationship with seprafilm: ileus: unknown. Subcutaneous wound infection: unknown. Depressed artificial anus: not related. Additional information was received on 10-may-2018. Investigation results were received and processed. Clinical course was updated. Text amended accordingly. Additional information was received on 06-jun-2018 by the same reporter. Changed the event term and added an events, the administration status of seprafilm, the concomitant drugs, the patient's background, and the clinical course. Amendment to the report on 09-jan-2019: changed malfunction of seprafilm from "yes" to "no"; and added "intervention required" to seriousness criteria for the events (ileus, subcutaneous wound infection, depressed artificial anus).

Event description:
Ileus [ileus], subcutaneous wound infection [wound infection] , depressed artificial anus [anal injury] . Case narrative: initial information received on 27-apr-2018 regarding an unsolicited valid serious case received from (B)(6) lsa-pcp under reference (B)(4) on 06-jun-2018 and transmitted to sanofi. Additional information was received on 06-jun-2018 by the same reporter. This case involves a 67 years old male patient who experienced intestinal obstruction below the incisional wound, wound infection and anal injury, while he was treated with carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included lumbar spinal stenosis. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing colostomy. The patient was a non tobacco user. Concomitant medications included brotizolam (brotizolam) for unknown indication; omeprazole (omeprazole) for unknown indication; cefmetazole sodium (cefmetazole sodium) for infection prophylaxis; and flurbiprofen axetil (ropion) for unknown indication. On (B)(6) 2018, hartmann's pouch procedure was performed for rectal cancer, and 1 sheet of seprafilm (route, form, frequency and indication: not provided) was applied below the midline incision wound without using sepralap. Concomitantly used medical equipment after surgery: closed drain. On (B)(6) 2018, subcutaneous wound infection developed. On (B)(6) 2018, depressed artificial anus developed. (Depressed artificial anus developed due to colitis ischaemic after surgery). On (B)(6) 2018, ileus developed below the incisional wound (the onset site seemed obvious to be the application site of seprafilm). The symptoms of ileus had developed a few days ago, and it was confirmed by CT. On (B)(6) 2018, re-operation was performed because intestinal obstruction did not improve and depressed artificial anus occurred. During surgery, adhesion of the small intestine to the right abdominal wall was observed, and was considered as the cause of the ileus. An artificial anus was made on the right side. The events depressed artificial anus and the ileus resolved. On (B)(6) 2018, after the re-operation, no symptoms of ileus appeared and there were no problems with the artificial anus. The patient was discharged from the hospital. The subcutaneous wound infection resolved. Action taken with seprafilm was not applicable. Before surgery underlying disease: cancer of sigmoid colon during surgery: application of seprafilm; infection at the application site: none. Direct application to the anastomosis site: none. Status of the application: good. Pre-existing adhesion: none. Detachment: none. Anastomosis of the excision site. Excision site: presence (site: sigmoid colon). Pre-existing non-purulent inflammation: none. Pre-existing infection: none. Method of anastomosis of the excision site: machine. Condition of the surgical field: antiseptic (clean-contaminated) surgery (clean). Suture of the wound of the laparotomy. Wound of the laparotomy: length of the wound : 15 cm, layer of the suture: triple layer. Method of the suture of the first layer (peritoneum): continuous, suture: absorbable/mono, name (monodiox). Method of skin suture: skin stapler. Pre-existing purulent inflammation: none. Pre-existing infection: none. After surgery: other concomitantly used medical equipment: presence, placed on (B)(6) 2018 (removed on (B)(6) 2018), closed drain condition of drainage of fluid immediately after the placement: good at the onset of the adverse event: condition at the confirmation on (B)(6) 2018 (already removed) "examinations/treatment for the adverse event" bacterial culture: not performed. Laboratory tests related to infection/inflammation: performed. Date of examination: (B)(6) 2018. White blood cell count: 14180/mm3. Crp:0.9mg/dl. Tissue examination when foreign body response was diagnosed: none. Prolongation of hospitalization: presence. Re-hospitalization for treatment: none. Re-laparotomy: presence, date: (B)(6) 2018. Condition of seprafilm: it was completely absorbed into the body. Removal of seprafilm: it could not be removed. Other measures: none. After re-laparotomy, did the adverse event improve?: markedly improved. The patient developed a serious intestinal obstruction below the incisional wound (ileus) 19 days following the first dose intake and 18 days following the last dose intake of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 55 days). The patient developed a serious wound infection 6 days following the first dose intake and 5 days following the last dose intake of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. The patient developed a serious anal injury 13 days following the first dose intake and 12 days following the last dose intake of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018.(hospitalization during 55 days). Relevant laboratory test results included: c-reactive protein - on (B)(6) 2018. White blood cell count - on (B)(6) 2018. Final diagnosis was wound infection, anal injury and intestinal obstruction below the incisional wound. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on (B)(6) 2018 for intestinal obstruction below the incisional wound, as recovered / resolved on (B)(6) 2018 for wound infection and as recovered / resolved on (B)(6) 2018 for anal injury. Reporting surgeon's comment: the patient's risk factor (diabetes mellitus) was considered to be an alternative explanation for the intestinal obstruction. Reporter comment: at the time of re-laparotomy, obvious adhesion of the small intestine to the abdominal wall observed. The adhesion was the cause of ileus, and occurred at the site where seprafilm had been applied. Additional information was received on 10-may-2018. Investigation results were received and processed. Clinical course was updated. Text amended accordingly. Additional information was received on 06-jun-2018 by the same reporter. Changed the event term and added an events, the administration status of seprafilm, the concomitant drugs, the patient's background, and the clinical course. Case comments: at the time of re-laparotomy, obvious adhesion of the small intestine to the abdominal wall observed. The adhesion was the cause of ileus, and occurred at the site where seprafilm had been applied.

Event description:
Ileus [ileus] subcutaneous wound infection [wound infection] depressed artificial anus [anal injury] case narrative: initial information received on 27-apr-2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4) on 06-jun-2018 and transmitted to sanofi. This case involves a 67 years old male patient who experienced ileus, subcutaneous wound infection and depressed artificial anus, while he was treated with with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included lumbar spinal stenosis and colostomy on (B)(6) 2018. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing non-tobacco user. Concomitant medications included brotizolam (brotizolam) for product used for unknown indication; omeprazole (omeprazole) for product used for unknown indication; cefmetazole sodium (cefmetazole sodium) for post procedural infection; and flurbiprofen axetil (ropion) for product used for unknown indication. On (B)(6) 2018, hartmann's pouch procedure was performed for rectal cancer, and 1 sheet of seprafilm (route, form, frequency and indication: not provided) was applied below the midline incision wound without using sepralap. Concomitantly used medical equipment after surgery: closed drain. On (B)(6) 2018, subcutaneous wound infection developed. On (B)(6) 2018, depressed artificial anus developed. (Depressed artificial anus developed due to colitis ischaemic after surgery). On (B)(6)2018, ileus developed below the incisional wound (the onset site seemed obvious to be the application site of seprafilm). The symptoms of ileus had developed a few days ago, and it was confirmed by CT. On (B)(6) 2018, re-operation was performed because intestinal obstruction did not improve and depressed artificial anus occurred. During surgery, adhesion of the small intestine to the right abdominal wall was observed, and was considered as the cause of the ileus. An artificial anus was made on the right side. The events depressed artificial anus and the ileus resolved. On (B)(6) 2018, after the re-operation, no symptoms of ileus appeared and there were no problems with the artificial anus. The patient was discharged from the hospital. The subcutaneous wound infection resolved. Action taken with seprafilm was not applicable. Before surgery underlying disease: cancer of sigmoid colon during surgery application of seprafilm; infection at the application site: none direct application to the anastomosis site: none status of the application: good pre-existing adhesion: none detachment: none anastomosis of the excision site excision site: presence (site: sigmoid colon) pre-existing non-purulent inflammation: none pre-existing infection: none method of anastomosis of the excision site: machine condition of the surgical field: antiseptic (clean-contaminated) surgery (clean) suture of the wound of the laparotomy wound of the laparotomy: length of the wound : 15 cm, layer of the suture: triple layer method of the suture of the first layer (peritoneum): continuous, suture: absorbable/mono, name (monodiox) method of skin suture: skin stapler pre-existing purulent inflammation: none pre-existing infection: none after surgery other concomitantly used medical equipment: presence, placed on (B)(6) 2018 (removed on (B)(6) 2018), closed drain condition of drainage of fluid immediately after the placement: good at the onset of the adverse event: condition at the confirmation on (B)(6) 2018 (already removed) "examinations/treatment for the adverse event" bacterial culture: not performed laboratory tests related to infection/inflammation: performed date of examination: (B)(6) 2018 white blood cell count: 14180/mm3 crp:0.9mg/dl tissue examination when foreign body response was diagnosed: none prolongation of hospitalization: presence re-hospitalization for treatment: none re-laparotomy: presence, date: (B)(6) 2018 condition of seprafilm: it was completely absorbed into the body removal of seprafilm: it could not be removed other measures: none after re-laparotomy, did the adverse event improve?: markedly improved the patient developed an event of a serious ileus 19 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 55 days). The patient developed an event of a serious subcutaneous wound infection (wound infection) 6 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. The patient developed an event of a serious depressed artificial anus (anal injury) 13 days after starting use of carboxymethylcellulose and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 55 days). Relevant laboratory test results included: c-reactive protein - on (B)(6) 2018: 0.9 mg/dl carbohydrate antigen 125 - on (B)(6) 2018: 14180 /mm3 final diagnosis was subcutaneous wound infection, depressed artificial anus and ileus. It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on (B)(6) 2018 for ileus, as recovered / resolved on (B)(6) 2018 for subcutaneous wound infection and as recovered / resolved on (B)(6) 2018 for depressed artificial anus. Reporting surgeon's comment: the patient's risk factor (diabetes mellitus) was considered to be an alternative explanation for the intestinal obstruction. Reporter comment: at the time of re-laparotomy, obvious adhesion of the small intestine to the abdominal wall observed. The adhesion was the cause of ileus, and occurred at the site where seprafilm had been applied. Causal relationship with seprafilm: ileus: unknown subcutaneous wound infection: unknown depressed artificial anus: not related additional information was received on 10-may-2018. Investigation results were received and processed. Clinical course was updated. Text amended accordingly. Additional information was received on 06-jun-2018 by the same reporter. Changed the event term and added an events, the administration status of seprafilm, the concomitant drugs, the patient's background, and the clinical course. Amendment to the report on 09-jan-2019: changed malfunction of seprafilm from "yes" to "no"; and added "intervention required" to seriousness criteria for the events (ileus, subcutaneous wound infection, depressed artificial anus).